Event description:
A lead fracture was noted seven weeks ago with the patient experiencing multiple inappropriate shocks. She presented to the ed where the device was interrogated and deactivated at that time. On this admission, the ICD generator was changed out and the sprint fidelis lead was capped and a new ventricular lead was implanted. Although a premature conductor coil fracture was suspected, it was not visibly noted. The patient had a satisfactory outcome.